Manufacturer narrative:
The pump was additionally tested at 100 ml/hr for 24 hours. The cumulative rercent error result was 1.05% above co's accuracy limit. The pump was tested further at 100 ml/hr for five repetitions and these results were all within specification. The pump will be returned to the account.

Event description:
It was reported that the pump was programmed for 100 ml/hr to infuse a 1000 ml bag of d5w, 1/2 normal saline. Three hours into the infusion the bag had only 200 ml remaining. The pump displayed that 775 ml of solution was remaining to be infused. The pump was removed from the pt. No medical or surgical intervention was required related to this occurrence.